Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and coils removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated"), constipation ("constipated/pooping issues"), back pain ("my lower back hurts") and frustration tolerance decreased ("getting frustrated"). The patient was treated with bifidobacterium bifidum;bifidobacterium longum;lactobacillus acidophilus;lactobacillus casei;lactobacillus rhamnosus (probiotic complex), docusate sodium (stool softener), sennoside a+b (laxative) and surgery (tubes and coils removed). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, abdominal distension, constipation, back pain and frustration tolerance decreased outcome was unknown. The reporter considered frustration tolerance decreased to be unrelated to essure. The reporter considered abdominal distension, back pain, constipation and medical device removal to be related to essure. The reporter commented: plaintiff was taking green juices for constipation. Concerning the injuries reported in this case, the following one/ones were reported via social media: constipation, bloating, back pain, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.